Event description:
Additional information was received that patient will not undergo lead revision or replacement as family decided against it. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Patient's current generator (model 1000) is showing eos, and it is known that this generator had been implanted with suspect lead which likely led to the eos condition no surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Call was received that during replacement surgery it was seen that the patient's old generator had interrogated with high impedance. The surgeon was aware of this but did not want to replace the lead as the patient still felt they were receiving therapy and the surgeon was wary of damaging the nerve with replacement. The new generator was placed in and also showed high impedance. There was no visible indication of lead fracture. No known surgical intervention for the lead has been reported to date. No additional relevant information has been received to date.